Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or defects were found that would contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 263 mg/dl while wearing the pod between 4 and 24 hours on the back. As treatment, 2 units of insulin were delivered.